Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204-belt unusable, arrhythmia alarms) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to extensive contamination on the distribution node pca. The root cause for the contamination was ingress of unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 204 (belt unusable) and arrhythmia alarms.